Manufacturer narrative:
Device evaluation of the monitor is complete. The reported problem (unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause was isolated to the j101 component of the ca board. The root cause of the contamination was an ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was unable to complete incoming functional testing.